Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 03 jan 2019: patient underwent bilateral tkas on (B)(6) 2015. The left tka was implanted with attune and the right tka was implanted with sigma. Patient underwent a right revision on (B)(6) 2017 for loose tibial tray with gap between the implant and the bone medially. Loosening of lateral tibial implant from the lateral tibial cement. Doi: (B)(6) 2015 (bilateral); dor: (B)(6) 2017 (right).